Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was reading valued between "low" and 63 mg/dl, and the meter bg reading was a value displayed as "high". As a result of the basal suspension, customer's blood glucose (bg) level rose to a value displayed as "high". A specific bg value was not provided. Bg was addressed via a correction bolus. No additional patient or event information was available.